Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm, as it is a medical event. Not related to the device. Additional observations: crease flat observed, in the device of the shell. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, via device tracking. Right side "capsular contracture," baker grade unknown. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported via device tracking right side "capsular contracture" baker grade unknown. The device has been explanted and replaced.